Manufacturer narrative:
A partial lead was returned for analysis in two pieces measuring 10.2cm of the middle and 43.0 cm from the distal end. Internal insulation abrasion was noted at 7.0 cm to 10.cm from the distal tip breaching the ring electrode cables lumen. The etfe coating was damaged consistent with explant procedure damage. Internal insulation abrasion was noted at 12.6 cm to 13.1 cm from the distal tip breaching the right ventricular cables lumen. The etfe coating was intact at this location. Internal insulation abrasions were noted at 4.9 cm to 5.0cm and 5.4 cm to 5.5 cm from the distal tip breaching the re cables lumen. Internal insulation abrasions were noted at 20.8 cm to 20.9 cm and 21.2 cm to 22.2 cm from the distal tip breaching the cable lumens. One rv cable was abraded at 21.1 cm to 22.2cm.

Event description:
This report is to advise of an event observed during analysis.